Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage(bathroom). (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. (B)(6) (daughter), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 202 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer is most concerned with a fasting result of 202 mg/dl that he states that he received yesterday. This result could not find in the meter's memory upon review. The customer advised on proper storage conditions.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. Test strip - (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. (B)(6) (daughter), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 202 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer is most concerned with a fasting result of 202 mg/dl that he states that he received yesterday. This result could not find in the meter's memory upon review. The customer advised on proper storage conditions.